Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 5/11/2016. Additional information: age at time of event, date of birth., other relevant history. (B)(4). It was reported that following insertion the patient experienced urgency and urinary leakage.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted; and on (B)(6) 2008, monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary/bowel problems and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to sui/isd and underwent mesh revision/removal on (B)(6) 2011. No additional information was provided. (B)(4).